Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump alarmed low battery alert. Insulin pump passed displacement test, self test and active current measurement. Insulin pump successfully downloaded to thump. Insulin pump received with high sleep current, problem isolated to electric board. Insulin pump trace download analysis confirmed the insulin pump alarmed replace battery now alarm on (B)(6) 2021 12:18:00.000 and 5 low battery alerts between (B)(6) 2021 10:44:00.000 and (B)(6) 2021 11:37:00.000. The power management graph confirmed low battery alert and replace battery now alarm, problem isolated to electric board. Verified cause of low battery alert, replace battery now alarm and high sleep current using a test electric board. No moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: cracked keypad overlay, scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. Insulin pump failed sleep current and confirmed low battery alert and replace battery now alarm, problem isolated to electric board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pumps battery lasts less than expected. The customer was assisted with trouble shoot. The customer changed the batteries but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.